Event description:
Account experiencing erratic patient troponin t results. The following six patients examples were provided: sample 1, initial result gave 0.085 ug/l; sample repeated five times giving <0.010, 2.19, 0.92, 2.18 and 0.027 ug/l. Sample 2, initial result gave 0.034 ug/l; sample repeated three times giving 0.892, 0.885 and 0.872 ug/l. Sample 3, initial result gave 0.315 ug/l; sample repeated three times giving <0.010, 0.319 and 0.301 ug/l. Sample 4, initial result gave <0.010 ug/l; repeat gave 0.017 ug/l. Sample 5, initial result gave 0.012 ug/l; repeat gave 0.908 ug/l. Sample 6, initial result gave 9.02 ug/l; repeated twice giving 0.242 and 8.89 ug/l. No information provided if results were used to guide therapy. The investigational unit reports the customer problem was solved when the field service representative replaced a leaking s/r tube. A precision run was performed and repeated at < 1% cv. Further investigation of the s/r tubing was not possible, as the tubing had been discarded.